Event description:
The customer reported via phone call that the insulin pump made an unusually loud noise when delivering insulin. The customer stated that, in the past, the device was vibrating quietly, but now it made a very loud noise. She observed a little scratch on the insulin pump, but the device had neither been dropped nor bumped. The customer's most recent blood glucose was 131 mg/dl. Upon troubleshooting, the customer performed the displacement test, and the insulin pump passed the test without any loud sound. The insulin pump also passed the self test; however, the vibration was very loud. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan, but the customer stated that she would like to continue use of the device. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the self test, basic occlusion test and displacement test. No unexpected motor noise anomaly was noted. However, the rattling vibration was noted due to the vibrator motor not adhering. The unit was received with a cracked case at the display window corners and battery tube threads. The unit was also received with a minor scratched display window.